Event description:
It has been reported to philips that the l-arm rotation cover fell off. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the l-arm cover fell off. The fse replaced the l-arm cover. After replacing the l-arm cover, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.